Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture. X-ray revealed lead dislodgement. The lead was repositioned successfully on (B)(6) 2019. The patient was stable.